Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeons had difficulty connecting the (head) anvil, and they also found it difficult to remove the gun after firing. The anvil was disconnected while trying to remove. There were complete donuts and no leak observed peri or post-operatively. The surgeon had to perform a flexible colonoscopy to examine the anastomosis and had to use forceps to remove the anvil which was left in the rectum. There was no patient consequence.